Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon interrogation of the implantable cardioverter defibrillator, the device exhibited stored episodes of ventricular undersensing resulting in alerts of non-sustained ventricular oversensing and functional loss of capture. It was noted that them intrinsic r waves following the premature ventricular contraction were not large enough to be sensed with the existing settings. Programming changes were recommended. Additional testing was performed but no programming changes were made by the clinic. No further incident was noted.